Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm was unable to reproduce the issue, but replaced the coiled cable due to the logged error code 116. All calibration, functional and safety tests were then performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed to completely boot-up, then alarmed and logged "fault code 116" . There was no patient involvement and no adverse event was reported.